Event description:
It has been reported that the battery is unable to make good contact with the device due to the battery compartment material disintegrating.

Event description:
It has been reported that the battery connection with the device is intermittent.